Event description:
It was reported that during a colon resection procedure, the device's staples were not formed on one side of the stapleline. They oversewed the stapleline with suture. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.